Event description:
Information received indicates, the bed will not go into the trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The technician replaced the trend assembly to repair the bed.